Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, physician complained that the lead count not be maneuvered sufficiently to find a proper position within the right ventricle. The rv lead was removed and exchanged for another of the same lead. No patient complications have been reported as a result of this event.